Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without displaying a low battery alert first. The customer stated that after receiving the off/no power alert, he replaced the battery and the insulin pump's display was blank. The customer was advised to install the recommended battery type and monitor the insulin pump. Blood glucose level at the time of the incident was 171 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.